Event description:
A doctor reported that during a surgery they had an inaccuracy of 4-6mm. There were inaccuracies at all levels found at post-op spin using all navigated instruments. A second surgery was not required as the doctor was able to reposition the screws with regular fluoro during surgery. The case was completed using the stealthstation. The pt was doing fine.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the active blade broke off. No pt consequences. No piece into the pt. Another like device was used to complete the case.